Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported episodes on (B)(6) 2025 showing intermittent noise. Patient confirmed they had a procedure on the right arm on that day. All lead trend values appear stable. Noise could not be recreated during office follow-up on (B)(6) 2025. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.